Event description:
The customer reported that the pump signals to send it for assistance. During testing, the device alarmed for replace battery upon power up and battery icon empty during self-test. The device was powered up on ac power and the change battery soft key was pressed and the device passed all the tests on dc power. During alarm log review, multiple n56 (replace battery) alarms were found. The complaint was confirmed and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.